Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented at the clinic with no capture of the right ventricular lead. During testing the physician was able to get some capture at maximum voltage. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.